Event description:
Customer reports, lancet does not retract into the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.